Manufacturer narrative:
Continuation of d10: product ID ct900e lot# serial# (B)(6); product type multiple therapy product product ID a810 lot# serial# unknown; product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding their external equipment. The company rep reported that after 5 minutes of application use, her synchromed application on her tablet displayed service code 338 and forced her to close the application and reconnect to the patient's device. The company rep stated that the patient's personal therapy manager (ptm) device was also on at the time. Diagnostics/troubleshooting confirmed that the patient data service application was not disabled and confirmed that android settings were not auto-disabling apps or putting unused apps to sleep. Pds version: 1.0.929; mcm version: 1.0.1308. No actions taken, advised company rep to close out the service code message and restart the application. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID ct900e serial# (B)(6) product type multiple therapy product. Product ID a810 serial# unknown product type software. G4: updated PMA number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.